Manufacturer narrative:
Wound dehiscence. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted for this patient. See also medwatch 2210968-2010-00022. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a thumb setting procedure on unk date. The patient experienced a reaction and a wound dehiscence on an unk date. There is no additional information known.